Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown. Provided as 3/19/2024 and 6/5/2024. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown. Provided as (B)(6) 2025 and (B)(6) 2025. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 sub-optimal results. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric ii monofocal intraocular lens (iol) was explanted from the patient's operative eye due to the patient experiencing non-adaptation to the trifocal lens. Another johnson & johnson lens, model dfw100 25.0 diopter was implanted as a replacement. No further information was received.

Manufacturer narrative:
Corrected data: further information was provided and clarified the implant date and explant date of the device. The implant date was reported as (B)(6) 2025 and the explant was performed on (B)(6) 2025. Therefore, this supplemental filing is to correct the sections d6a and d6b that were previously reported as unknown. The following sections have been updated accordingly: section d6a: if implanted, give date:(B)(6) 2025 section d6b: if explanted, give date: (B)(6) 2025 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.